Manufacturer narrative:
(B)(4). Outcomes attributed to adverse event - correction: remove "life-threatening."

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional event information is available. No product or data was provided for evaluation. Loss of connection could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. The receiver was charged and was perpetually rebooting. The receiver was opened and the ui pcba was detached to perform a download. The log was downloaded and reviewed finding no error related to the complaint. Functional testing was unable to be performed due to perpetual rebooting. Confirmation of the allegation was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4). Correction "confirmation of the allegation was confirmed."

Event description:
The allegation was not confirmed.